Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the patient reported leaking from the pigtail extension set of the pump to the male adapter. Patient could not receive full dose of 5-fu home infusion. They had over 20 leaking extension sets at our facility. Countless contaminations and exposures of patients from these leaking devices. Customers know that they were ll-2s male adaptors and the female swivel adapters.

Manufacturer narrative:
Other text: no lot number was provided; therefore, a device history record (DHR) review could not be conducted.

Manufacturer narrative:
Other text: they do not have any of the materials used. It is not only the disposable that leaked, it's the point of connection between the disposable and the male adaptor. No product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined.